Event description:
The following has been reported: nurse reported: leaking. Cassette/flow dial. A preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One samples of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion did not pass successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem" was triggered multiple times in the ivenix lvp display. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. An underwater leak test was performed to verify the liquid and air side areas of cassette and bubbles were observed coming from unit, located at the left side of the ivenix cassette. Finally, a dye test was performed, and it was detected that the leak was located at the vent hole near the outlet valve. The customer complaint is confirmed. The most probable root cause is an incorrect assembly of the diaphragm.